Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the lower esophagus during an esophageal stricture dilation procedure performed on (B)(6) 2024. During withdrawal of the device, the balloon was deflated; however, it could not be withdrawn from the endoscope because it did not deflate completely. The endoscope was then removed from the patient, and the balloon deflation was attempted outside the patient, but it still did not deflate completely. The inflation device was removed, and negative pressure was applied using a syringe, yet the balloon remained partially inflated. As a last resort, the catheter was cut, allowing for the balloon to be removed from the endoscope. The procedure was completed using the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate. Block h11: investigation results. The returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic examination found that the device returned without the balloon. Functional testing could not be performed due to the returned physical condition of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon failure to deflate was unable to be confirmed. The device was returned without the balloon; therefore, a functional inspection could not be performed. It is important to mention that the presence of the balloon is crucial to the investigation, as the reported event is directly related to this piece. To clarify the reason for the problem faced by the physician, this component must be inspected. Therefore, the most probable root cause is cause not established.